Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD)  followup visit elective replacement indicator (eri) indication was not found, however, the battery impedance was noted as unstable. The ICD was planned for replacement. During the replacement procedure, an elective replacement indicator (eri) was noted to have triggered. The ICD was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5554 lead implanted: 2009 (B)(6). (B)(4).